Event description:
The dealer called stating that the right front wheel on the ocean xl aquatech shower commode chair allegedly broke during use. The consumer was provided a replacement device. No injury alleged.

Manufacturer narrative:
(B)(4) - RMA has been initiated for this issue. Model ocean xl, serial number/date code (B)(4). The consumer is a (B)(6) male whose age and height are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the right front wheel on the invacare (B)(4) ocean xl aquatec shower commode chair allegedly broke during use. The consumer's weight is reported as (B)(6). The product form #08-648c, rev 09/10 lists the weight capacity for this product at 330 lbs. The consumer exceeds the weight limitation by (B)(6) lbs. The dealer has provided the consumer with a replacement. No injury alleged. The malfunction has not been confirmed.